Manufacturer narrative:
(B)(4). It was unable to be verified that the patient passed away, but it was reported that the patient was discharged from the hospital to the home environment ¿to die¿ and date(s) of occurrence are unable to be verified. Therefore, the event of death is being conservatively reported. On an unreported date, the patient experienced an infection in the peritoneal lining. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection in the peritoneal lining and was subsequently discharged from the hospital to the home environment "to die," coincident with peritoneal dialysis therapy. The cause of the peritoneal lining infection and the potential death was reported to be related to a minicap contamination. Treatment for the events was not reported. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged to the home environment. It was not reported if the patient was recovered or was recovering from the peritoneal lining infection at the time the report was received. It was not reported if dianeal therapy was ongoing at the time the report was received. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.